Event description:
It was reported that the implantable neurostimulator had depleted prematurely. It was suspected to be caused by a shorted lead. The patient experienced occasional "shock like" feeling in chest. The patient was offered replacement of the left lead but preferred to continue with frequent battery changes instead. The patient did not require hospitalization. Patient outcome was no injury.

Manufacturer narrative:
Product ID 7482a51 lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2011 (B)(6). Product typ extension product ID 7438 lot#, serial# (B)(4). Product typ programmer, patient product ID 3387s-40, lot# v006878, serial# implanted: 2007 (B)(6), explanted: product typ lead. (B)(4).